Event description:
It was reported that, "the stem subsided and the liner had articulated on the stem for a while. The surgeon said there was pitting and cracking in the liner."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.